Event description:
It was reported that the interrogation of an implantable loop recorder (ilr) could not be continued due to the ilr having newer software than on the programmer. Technical services recommended that the programmer be updated with new software. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.